Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15502751 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The report received from the affiliate indicated that inspection of the packaging of the 100 cm. 5 fr. Infinity 3drc diagnostic catheter revealed a piece of foreign matter/hair inside of the sterile packaging. The packaging had not been opened. The product was not clinically used in a patient. There was no reported patient injury.

Manufacturer narrative:
Information received from an affiliate indicated that a piece of foreign matter/hair was observed in the packaging of a 5 fr infinity 3rdc catheter, during visual inspection. The packaging had not been opened. The product was not clinically used in a patient. There was no reported patient injury and the device was returned for analysis. No pictures of the device are available. Fal: a non sterile coiled diagnostic cath f5 inf 3drc 100cm and a cut piece of product ID inner label was received inside a sealed plastic bag. No original packaging/pouch/box was received. No complainant foreign material (hair) was returned for analysis. Per visual analysis, no anomalies were found on the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of foreign material could not be confirmed through failure analysis as the device was not returned in its original packaging and no foreign material was found on the returned product. With the information provided and the lack of foreign material with the returned product it is not possible to determine what factors may have contributed to the reported event. There is nothing in the device history report review or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.